Event description:
During a clinic follow up, loss of capture was noted due to a left ventricular (lv) lead dislodgment which was confirmed with x-ray imaging. The device was reprogrammed to a different lv configuration to resolve the issue and patient was stable with no adverse consequences.